Manufacturer narrative:
Concomitant medical products: product ID: 3708340, serial#: (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 97702, serial#: (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3708340, serial/lot #: (B)(4), ubd: 05-jun-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for n on-malignant pain. The healthcare professional (hcp) was unable to remove one of the leads from the old battery. The hcp was properly able to loosen the screw but could not pull out the lead. When they pulled on it stronger, the lead broke and the contact portion remains in the ins. They covered the remaining piece of extension with a boot. The other extension was able to be removed and reused in the new ins. However, the hcp stated that it felt tight and didn't slide in very easily. The ins and partially explanted extension would be returned for analysis. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jan-10. The rep cannot verify whether or not the connection into the new ins is due to the new ins or the extension. They assumed it was the extension since they had trouble with it in the old ins. The old ins and extension must first be cleaned by the hospital and then they will pick it up for return. They will try to have it back by next week. This was confirmed with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. Analysis determined that extension (B)(4) had metal ion oxidation on the proximal insulation end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3708340, serial# (B)(4), product type: extension; product ID: 3708340, serial# (B)(4), product type: extension. Correction: extension (s/n (B)(4)) is not a complaint. The correct extension for this report is s/n (B)(4). Analysis of the implantable neurostimulator (s/n (B)(4)) and extension (s/n (B)(4)) has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.